Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the c300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The patient had just arrived from the cath lab shortly after insertion. The getinge representative reviewed the nature of the message with the customer and directed them to connect the transducer. They were also directed to disconnect the fiber optic connection and leave it unplugged to avoid further alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4)

Event description:
N/a